Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4).

Event description:
The following information was reported: when the physician was removing the procedural sheath, the balloon ruptured. The device was removed and manual compression was held for 20 minutes. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/ procedure. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was minimal resistance while pulling back. Unusual force was not applied while shuttling down/retracting. Procedure type: angiogram stick location: femoral head sheath size: 6f vessel location: femoral head vessel type: arterial.